Event description:
Breast implants making me terribly ill these allergen smooth implants have yet to be recalled but should be. I have so many symptoms I don't have the characters to list. FDA safety report ID # (B)(4).